Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip cable that was sticking out at the instrument's wrist. The idler pulley spun freely and exhibited pulley and rim damage. The customer reported complaint does not itself constitute a reportable event; however, reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, a wire on the large suturecut needle driver instrument became loose and broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.